Manufacturer narrative:
Unique identifier (UDI) #: (B)(4). The initial reporter stated the initial sample was refrigerated for 6 days prior to rerun. Per product labeling in the specimen collection and preparation section, samples are "stable for 3 days at 2-8°c". The last calibration was performed on (B)(6) 2021 with acceptable results. The previous qc test performed had acceptable results. There was a noted 'sample volume insufficient or clot pip.' Alarm on (B)(6) 2021. The field service engineer found that troubleshooting did not detect a problem, checked tubing and probe seals, verified all adjustments, sensors, and values were acceptable. All verification testing passed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys hcg + beta test system results for 1 patient sample on a cobas e 411 immunoassay analyzer. The patient's initial result was 0.654 miu/ml, which was interpreted as negative. The result was reported out to the physician who instructed the patient to stop the use of pregnancy medications after receiving a negative hcg result. On (B)(6) 2021 the patient began to not feel well and performed a self urine pregnancy test which was positive. Later that day, another blood draw was performed at another laboratory, on an unknown instrument, and the result was 1943 miu/ml (positive). After the positive hcg result, the doctor requested that the patient continue pregnancy medications. On (B)(6) 2021, the initial sample was then rerun and the result was 200.7 miu/ml, with a data flag, which was considered positive. The results from the new blood draw on the (B)(6) 2021 of 1943 miu/ml were believed to be correct. The reagent lot number was 470489 and the expiration date was 30-sep-2021.